Manufacturer narrative:
Internal battery (bt1) found to be leaking. 749 420 43 80 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump¿s history showed that the dates were incongruent, changing from (B)(6) 2013 to (B)(6) 2007, from (B)(6) 2007 to (B)(6) 2013, from (B)(6) 2013. The daily insulin totals appeared inconsistent due to the time and date issue. During testing, the pump was exercised for 29 hours with no delivery issues. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, a physician contacted animas and alleged that a patient of hers had been admitted to a children¿s hospital on (B)(6) 2013 with hyperglycemia, but was not in diabetic ketoacidosis. States blood glucose levels (bg) were in the 300 mg/dl range on admission and she had mild ketones in urine. She continued to use the pump while in the hospital, no IV insulin started, received fluids for hydration. Bg has been good since then, current bg 75 mg/dl. The physician states the patient reported to her she was having pump issues; reports the time and date changes but could not be specific: they noticed the time and date were inaccurate and patient was receiving day time basal rates at night and vice versa. Physician did not have the pump with her to further trouble shoot and stated she would have the patient call back. The patient called animas on (B)(6) 2013 and alleged the following: pump date would reset at random. Reports she noticed the first occurrence around (B)(6) 2013, pump date was (B)(6) 2007. She, at that time, was receiving am and pm basal rates which contributed to fluctuating bg. No power interruptions, she had noticed the time and date reset for a couple days, she finally changed her time and date on (B)(6) 2013. On (B)(6) 2013 the pump again changed the date this time to (B)(6) 2013, the am and pm /time was accurate. (B)(6) 2013- 2 days prior to admission pump date changed again she adjusted and corrected it (B)(6) 2013. She was experiencing high bg during this entire time. Denies pump was rebooting. No trauma to pump, no moisture exposure. Reviewed pump and currently time and date are accurate programmed. Prime totals are correct for 23¿ tubing. No associated alarms in history, no battery changes around time of time and date resets. All basal rates are accurately programmed, reviewed history: all bolus confirmed and ratio, isf and targets iob-2 programmed as desired. Tdd accurate, no suspend or temporary basal rates. Advanced features are not used. Patient reports she last changed her site on may 5-12-13 prior to admission: no bleeding, cannula was not bent or kinked, no scar tissue, lumpiness, or hardness. Rotates sites per IFU. Customer support (cs) advised to discontinue use of the pump and use alternate form of insulin delivery until a replacement pump arrives. No discharge planned at this time. This complaint is being reported due to the allegation that a patient on pump therapy experienced hyperglycemia associated with the pump not maintaining the accurate time and date.